Event description:
It was reported by a customer on (B)(6) 2011 before the procedure the physician test fired the aura xp laser system on to a wet tongue blade. Per the customer, the physician was looking through the microscope at the point of laser when he was "flashed" by the laser beam. Per the customer, as soon as the physician pressed the footswitch the eye filter flashed back and the laser beam hit his eye. An automatic eye protection filter was attached to the laser (aepf). Per the customer, the aepf failed to engage. Per the customer, the physician did not wear ams provided goggles but wore his own prescription glasses when he was "flashed" by the laser beam. The customer felt the physician's eyes were protected. The physician sought medical consultation following the event. No eye injury was sustained for the physician. The physician had a follow up appointment scheduled.